Manufacturer narrative:
Upon review of complaint record, it was noted field b5 was inadvertently marked as [reportable event] instead of [the light guide lens glue was peeling]. No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the light guide lens glue was peeling. There was no patient involvement.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited [reportable event]. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for preventive maintenance inspection, there was no reported customer allegation . A root cause could not be identified. Based on the results of the investigation: the most probable cause of the discovered damages was traced to component failure expected or random component failure without any design or manufacturing issue. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.